Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date because the patient information was unknown. An investigation of the device history records (DHR) was not conducted because the lot number and patient information were unknown. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd treatment. The register nurse (rn) reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Additional information was requested, however; to date had not been provided.